Event description:
Per the clinic, the patient experienced dislodged magnet, swelling and loss of connection to the internal device subsequent to sustaining a head trauma. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, in order to reposition the magnet. The implanted device remains.